Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death and arrythmia are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to the event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was not feeling well this morning ((B)(6) 2016) and was having low flows. Patient called his wife who rushed home and found him lethargic with a shallow respiratory rate and flow of 2-2.2. Patient was taken to the hospital in the morning and the patient died that morning ((B)(6) 2016). It was stated that the patient was brought to the emergency department (ed) unresponsive, pupils blown, intubated and coded. It was unclear if the patient had a stroke vs arrhythmia. The patient was stated to have had multiple runs of ventricular tachycardia (vt) while in the ed. It was further stated that the wife declined autopsy. No additional information available.